Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized with chest pain. Coronary angiography noted triple vessel disease. One 3.5 x 28 mm xience xpedition stent was implanted in the proximal left anterior descending (lad) artery, which showed 100% stenosis. The patient was discharged to home on (B)(6) 2014. In (B)(6) 2017, the patient was re-hospitalized with angina. Coronary angiography noted obstruction of the implanted stent. An additional stent was implanted as treatment and fluid therapy was administered. The patient was discharged after recovery. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.